Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and checked the reported problem. Fse tried to reset the system interface board but no impact. The fse replaced the sib and cfsib (coding field sib). After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips, that the allura device had a system reboot error. The device was in clinical use. No harm was reported. The philips field service engineer (fse) inspected the device onsite and replaced the coding field board sib (system interface board) and the sib. The device was returned to use in good working order.